Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted the silicone tubing was separated from the main body. Markings were present inside the silicone tubing indicating the tubing was positioned onto the leg of the dark blue female connector. The reported condition was verified. The cause of the condition could not be determined; however, the assembly process between the two components is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter/bushing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. The event was further described as ¿tubing slid out of the bottom portion of the white twist clamp¿ and "fluid was coming out". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced to resolve the event. There was no report of patient injury; however, prophylactic antibiotics were given as a precautionary measure. No additional information is available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.